Manufacturer narrative:
Complaint number (B)(4).

Event description:
The healthcare professional reported that following injection of 1 cc of a evolysse form in the nasolabial folds, the patient experienced an allergic reaction. Safety database reference number (B)(4).